Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Simulated use testing was performed by checking the set for flow in a setup with an in-house primary set and infusion pump. The set was found to flow normally throughout the testing. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary medication set was not infusing. The set was used with a primary clearlink continu-flo solution set and a sigma spectrum infusion pump. The secondary set did flow while under gravity feed. The set was checked with several different infusion pumps and the same issue was present. There was no patient injury or medical intervention associated with this event. No additional information is available.